Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a loose ac connector and damaged battery compartment. Event history log review was not applicable. Functional testing was able to replicate the reported issue. Testing found that the pump did not hold data, which pointed to a faulty pwa. Testing also found that the pump¿s motor rotation counter recorded 45,942 million rotations which was over limit. The root cause was determined to be that the pump was due for maintenance. The pwa, motor, and battery compartment were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that alarm maintenance was required for the device. There was unknown patient involvement and unknown patient harm.